Event description:
The hospital reported that during preparation for a coronary artery bypass graft surgery, one heartstring seal failed. The failure mode was not provided by the hospital. The surgeon used a replacement heartstring seal to complete the procedure. No patient complications were reported by the hospital. The device was received on 12/05/2007, and it was noticed that the seal was cracked. Cracked seal is a reportable malfunction.

Manufacturer narrative:
Investigation results: visual inspection verifies the seal is cracked. The complaint is confirmed. The lhr review was completed, and there was no non-conformance associated with this lot number.